Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h4. Based on the results of the investigation, the phenomenon, ¿occasional disappearing indication¿, was confirmed. It was determined that the cause of the phenomenon was failure of the printed circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The first regulator unit was loose and detached, resulting in the reported abnormal noise. Additionally, as noted , the unit¿s display was defective and intermittently failing due to a faulty printed circuit board. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus high flow insufflation unit was producing an abnormal sound. The initial reporter confirmed that this event was not noted during a procedure. This event had no patient involvement. During the device evaluation, it was discovered that the unit¿s display was intermittently blacking out. This report is being submitted to capture the intermittent display fault found during the device evaluation.